Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick2 balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 20942274 to 21096161. Device expiration date corrected from 07/27/2020 to 09/04/2020. Device manufactured date corrected from 07/31/2017 to 09/07/2017. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has a 10mm longitudinal tear starting at the proximal balloon weld. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.